Event description:
Reporter alleged obtaining a discrepant blood glucose result over 300 mg/dl back to back with a result of 150 mg/dl on the advantage system when testing was performed less than ten minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.